Manufacturer narrative:
All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7093590 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Root cause description: no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
It was reported that while activating the safety device on a 1 ml bd syringe with safetyglide¿ needle, 25 g x 5/8 inch, the needle came off of the device. There was no report of injury or medical intervention.